Event description:
Caller alleged discrepant results when compared with the lab. Results as follows: date: 04/06/06 pt#1, inratio=3.2, lab=4.1 date: 04/06/06 pt#2, inratio=4.8, lab=5.4

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - 04/06/06, pt#1 inratio=3.2, lab=4.1, mean=3.65, confidence limits=2.2-5.3 date - 04/06/06, pt#2 inratio=4.8, lab=5.4, mean=5.1, confidence limits cannot be determined. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The confidence limits of pt#2 cannot be determined. Products will be investigated. Per pr 0103, in-house retains were tested using therapeutic blood from two donors. Retain stips test results: pt1, lot 050664 =1.6, mla inr = 1.47, difference (0.13), result = pass. Pt1, lot 050664 = 1.4, mla inr = 1.47, difference 0.07, result = pass. Pt1, lot 050664 = 1.3, mla inr = 1.47, difference 0.17 result = pass. Pt2, lot 050664 = 1.8, mla inr = 1.71, difference (0.09), result = pass. Pt2, lot 050664 = 1.8, mla inr = 1.71, difference (0.09), result = pass. Pt2, lot 050664 = 1.8, mla inr = 1.71, difference (0.09), result = pass. A review of batch record lot 050664 revealed no manufacturing anomalies that may have contributed to the alleged failure. Based on the above test results, lot 050664 meets the criteria for strip accuracy.